Event description:
The event occurred intra-operatively.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4 h6: a manufacturing record evaluation was performed for the finished device product code: 04.027.037s, lot number: 8530p70. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 22-nov-2023, manufacturing site: jabil bettlach, expiry date: 01-nov-2033. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the pfna blade perf l110 tan had no cosmetic damage on the surface. A dimensional inspection was performed and met specifications. A functional evaluation was performed, and the device's locking and unlocking mechanism worked correctly and met specifications. The overall complaint was not confirmed as the observed condition of the pfna blade perf l110 tan would not contribute to the complained device issue.¿ based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. G3: awareness date for initial complaint is (B)(6) 2024. H6: health effect - clinical code and health effect - impact code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown when event occurred. E1: initial reporter is j&j company representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2024 the pfna blade was dismantled, which could not be connected to the insert. It is unknown if this occurred pre operatively, intraoperatively or post operatively. This report is for one pfna blade perf l110 tan. This is report 1 of 1 for (B)(4).